Manufacturer narrative:
This device is used for treatment, not diagnosis. (B)(4). The investigation of the complained cortex screws shows that the thread really does not correspond to the specifications. One cycle during manufacturing process was not carried out as intended. This condition unfortunately was missed at final inspection. Since this is the first reported case concerning the article and lot number in question and we were not able to detect other discrepancies, we consider this complaint to be an isolated event.

Manufacturer narrative:
The device is intended for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding the threads on unused screws. Two screws, from a unopened package, were observed to have threads that are not fully formed. No patient involvement was reported.